Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states brakes snapped on rollator. The initial review took place on 12.05.12, with a no MDR determination. Upon second review, on (B)(4) 2012, it was determined that this event is reportable and a yes decision was recorded. MDR filed.